Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a-t m/h rdl sol/shl, # item 15-104096, lot 099440; r/h impact distal, # item 11-112116, lot 778100; m2a-taper liner, # item 15-105004, lot 060920; impact metaphyseal, # item 112085, lot 423090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03036. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to pain, discomfort, lack of mobility and elevated metal ion in blood approximately 16 years post initial surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04826.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 16 years post implantation due to elevated metal ion levels. During the procedure, there was noted tissue necrosis. The head liner and shell were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) ¿ head. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, post left hip arthroplasty with elevated cobalt levels from mom wear, tissue necrosis debrided hip. No other complications noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.